Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the abnormity (battery cannot be charged) is noticed before usage. The ventilator device is new from this year. There is patient involvement reported to hamilton. There is no need for medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - the abnormity (battery cannot be charged) is noticed before usage. The ventilator device is new from this year. - there is patient involvement reported to hamilton. - there is no need for medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator, a hamilton-t1 was reported to have a battery that would not charge. The issue was identified during non-clinical use, and the device was not connected to a patient at the time. Consequently, the event did not cause or contribute to a death or serious injury to a patient. No visual or audible alarms were indicated by the complainant, and no device logfiles were provided. The battery did not respond to calibration attempts in the charger and remained non-functional. Initially, it was unclear whether one or both batteries were affected. However, further investigation identified one defective battery as the root cause. The issue was resolved by replacing the defective battery, and the device was confirmed to be functioning as intended following the correction. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.